Event description:
Subsequent to the previously filed medwatch report, analysis of one of the proglide devices that was reported as a sutue break also revealed that "the guide was separated at the distal end of the guide tube (returned in one piece). " it was confirmed with the account that the guide break had occurred during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture separation could not be tested/confirmed, due to the device components not being returned. The reported guide break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the first proglide device was deployed successfully; however, the sutures did not capture the vessel and came out with the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the tavi procedure was completed. Reportedly a suture break occurred with the two proglide devices when attempting to advance the knot. The sutures of two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.